Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The gfd remains implanted. The device history record (DHR) for the batch was reviewed. The product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that six months following a glaucoma filtration device (gfd) implant procedure, the gfd was observed to be touching the iris. The gfd remains implanted. Additional info has been requested. There are two medical device reports associated with this report. This file is for the right eye.